Event description:
It was reported that, during an unspecified surgery, the accupass suture shuttle 70° upbend did not roll the monofilament out of device. The procedure was completed, without significant delay, by using a competitor device. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 70 degree accu-pass suture shuttle, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. However, a trend of this nature has been observed with this product line in the field, prompting a corrective action investigation. As a result of the investigation the following actions were implemented. (1) the bend test was updated, including testing to evaluate the force required to move the monofilament in the accu-pass devices providing a quantitative value in order to remove the human element in the acceptance or rejection of the parts. (2) the ultrasonic welder was re-qualified to include new parameters. A review of the complaint and manufacturing records was performed which confirmed the reported device lots in question were manufactured prior to these changes.